Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the misalignment in the touch position was confirmed. Pil found that this touch screen failed all diagnostics testing and resistance measurements which are out of specifications. The pil technician performed a successful calibration of the touchscreen using the touchscreen calibration button in the diagnostics portion of the software. The touchscreen then passed all diagnostics testing and the touchscreen operated without issue.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer rse and confirmed the reported problem. A field service engineer fse went onsite and confirmed that there was misalignment in the touch position. The fse attempted a calibration of the touchscreen but this did not resolve the issue. The touchscreen was then replaced and confirmed to have resolved the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.